Event description:
The user facility reported that a colonoscopy, the user experienced a complete loss of image. The procedure was said to have been aborted and rescheduled, as the user facility did not have a spare device available for use. There was no patient injury reported.

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation did not duplicate a complete loss of image, but the image was noted to contain static and to intermittently flicker. Additionally, there was no narrow band imaging (nbi) function or endoscope identification data transmission present during the evaluation. The evaluation found evidence of fluid invasion in the endoscope connector, and corrosion and thermal damage found on a flexible printed circuit board and microconnector. The flexible printed circuit board was found not to have been soldered to the electrical connector as intended, but the likely cause of the damage and failures was related to the fluid invasion. The cause of the leak could not be conclusively determined as the device has been serviced and returned to the user facility. This report is being submitted as a medical device report in an abundance of caution.